Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated. The video connector locking mechanism of the video connector socket was broken and the video connector socket was corroded. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the contact failure between the subject device and the camera head occurred due to the following causes. Approximately 7 years have passed since the subject device was manufactured, the video connector locking mechanism of the video connector socket was broken or worn due to repeated use for a long period of time. The locking mechanism of the video connector socket was broken since the user tried to pull out the video connector without lowering the locking lever of the video connector socket. The electrical contacts of the video connector socket of the subject device was corroded since water droplets or chemicals adhered to the electrical contacts of the video connector socket of the subject device for a long period of time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, when the user connected the camera head to the subject device, the image of the subject device disappeared. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.